Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has been seeing the no device found screen on the patient controller and then the passive recharging screen. The patient has been working on trying to charge the implantable neurostimulator for multiple weeks. It was confirmed that the implantable neurostimulator battery had been discharged per the results of the recharging statistics that the manufacturer representative reported as a charge date of (B)(6) 2020. A charge session was started on (B)(6) 2020 which was confirmed in the recharging statistics. There were no recharging sessions noted between (B)(6) 2020 and (B)(6) 2020. The patient indicated that she was able to get to the normal recharging screen on (B)(6) 2020, but she had to stop because the patient controller battery was low. On the day of the report, the patient was getting the normal charging screen. There were no patient symptoms or complications reported. Additional information received. It was reported that ins replaced on (B)(6) 2020 due to ins charging issues.